Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an alarm message: ¿downstream occlusion, continuously without pump being occluded¿. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Event history found downstream occlusion (dso) alarms. Downstream occlusion test failed 3psi.manufacturing utility mode a/d screen dso reading shows 0mv. The probable cause is defective main board. Replaced the mainboard, the dso sensor, and the latch/lock area at the bottom of the rear case.